Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd posiflush¿ ns filled syringe, the device experienced leakage. The following information was provided by the initial reporter. The customer stated: it was reported that plunger came out while is use, they had a major blood spill. Complaint: a registered nurse (rn) reported posiflush normal saline syringe 10 ml plunger came out while is use, they had a major blood spill. There was no patient harm or adverse event reported.

Event description:
It was reported when using the bd posiflush¿ ns filled syringe, the device experienced leakage. The following information was provided by the initial reporter. The customer stated: it was reported that plunger came out while is use, they had a major blood spill. Complaint: a registered nurse (rn) reported posiflush normal saline syringe 10 ml plunger came out while is use, they had a major blood spill. There was no patient harm or adverse event reported.

Manufacturer narrative:
H6: investigation summary it was reported the plunger came out while in use. As a sample was not returned, a thorough sample investigation could not be completed. It could be possible the customer was not using the product as intended. This product is designed to push the plunger rod down while expelling the solution then when the solution has been expelled it needs to be disposed. It is not designed to pull the plunger rod back. A device history record review was completed for provided material number 306546, lot 1167960. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. To date, there have been no other similar events reported for this lot. Based on the investigation and with no sample analysis the symptom reported by the customer could not be confirmed. H3 other text : see h10.